Event description:
There is no coupling with the implant after severe head trauma on (B)(6) 2025. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. Further in situ measurements before the reported trauma show an increased ground path impedance either due to air over the reference contact or a technical failure of the reference electrode. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
There is no coupling with the implant after severe head trauma on (B)(6) 2025. Re-implantation is being considered.